Event description:
On (B)(6) 2012, the patient reported that he noticed insulin leaks from the infusion set cannula when he boluses and the headset adhesive becomes wet. This has been occurring since he began use of the infusion device 2 months ago. He requested to be sent infusion sets with a 10 mm cannula length instead of the 8 mm length he has been using. He stated that he does get knots at the infusion sites, but he rotates around his stomach to let old sites heal. He changes the headset every 3 days and inserts the headset by hand. The patient was sent an infusion set insertion device and sample infusion sets. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for evaluation.